Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: soft (intecc), inflation: 20/30 indeflator, guide cath: radiguide ii 6f jl4.0 (terumo), other: okay ii, atlantissr pro2, inner catheter. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the target lesion was located in the 1st diagonal with 75% stenosis. A non-abbott guide wire was advanced to the lesion and intra-vascular ultra sound (ivus) was performed. The 2.5 x 12 mm xience prime stent was advanced to the lesion and the stent delivery system (sds) balloon was pressurized to 8 atmospheres (atm) for 30 seconds, but the balloon did not inflate. Although the sds was pressurized several times, the balloon did not inflate. The device was retracted from the anatomy and the balloon was noted to be ruptured. No adverse patient effects were reported. There was no significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Balloon leak/rupture was not confirmed; however, a balloon tear was noted. Based on visual and functional analysis of the returned device and cine review, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.